Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator and right ventricular lead were explanted. No further information was available.

Manufacturer narrative:
Correction: event date is (B)(6) 2018; explant date is (B)(6) 2018. Analysis was normal. No anomalies were found.

Event description:
New information received indicated that the patient was in stable condition post procedure.